Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 626402) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge, ulcerative colitis (treatment: tumeric and gluterine) in 2003, endometriosis, medullary sponge kidney, asthma and iron deficiency anemia. Concomitant products included alprazolam (xanax), drospirenone w/ethinylestradiol (yaz), levoglutamide (glutamine) and micropil plus (femcon fe). On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth") and abdominal pain ("abdominal pain"). In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding"), nausea ("nausea"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). In 2009, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, headache, migraine and allergy to metals outcome was unknown, the dysgeusia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, nausea and fatigue had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 31-year-old female patient who had essure (batch no. 626402) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal discharge, ulcerative colitis (treatment: tumeric and gluterine) in 2003 and endometriosis. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth") and abdominal pain ("abdominal pain"). In 2008, the patient experienced dysmenorrhoea ("painful menstrual cycle"), vaginal haemorrhage ("heavy vaginal bleeding"), nausea ("nausea"), fatigue ("fatigue") and allergy to metals ("nickel allergy"). In 2009, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced menorrhagia ("menorrhagia"), headache ("headaches") and migraine ("migraines"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, headache, migraine and allergy to metals outcome was unknown, the dysgeusia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, nausea and fatigue had resolved and the dyspareunia was resolving. The reporter considered abdominal pain, allergy to metals, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: total bilateral occlusion most recent follow-up information incorporated above includes: on 4-apr-2018: plaintiff fact sheet and medical record received: reporters, historical conditions, essure lot number and events menorrhagia, allergic or hypersensitivity reaction: nickel/metal, nausea, headaches, migraine, fatigue were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding"). The patient was treated with surgery (to remove the essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, dysgeusia, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysgeusia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.